Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Peri-procedure, the patient was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the "advancer tube did not lock into place after the physician shuttled to a hard stop". The physician tried to re-shuttle but the advancer tube would not lock. The device was removed and the patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1225001) indicated that the device lot met all established performance criteria prior to shipment.